Event description:
The customer reported that during a laparoscopic colectomy, the knife would not retract and the jaws of the device would not open. Tissue around the jaws was resected in order to remove the device from tissue. Another device was used to complete the procedure without incident. There was no tissue damage, no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.